Event description:
Customer reported having a crack on the insulin pump and stated that a piece fell off this morning. Customer mentioned that they fell in the bathroom which led to the crack. Customer stated that the damage was near the reservoir and that the reservoir was a little lose. Customer's blood glucose reading at the time of the call was 170 mg/dl. No further information reported.

Manufacturer narrative:
Unit received with broken reservoir tube lip, missing o-ring (reservoir tube) and cracked battery tube threads. Unit also received with minor scratches on lcd window.